Event description:
It was reported to philips that the was unable to boot, stalling at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse checked error logs and found flexvision pc errors. To resolve the issue, the fse reconnected pc's power, disk, reinstalled flexvision pc and application. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.